Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (failed pulse test) was confirmed. Upon investigation, the electrode belt was unable to communicate with a monitor. The cause for the failures was isolated to a shorted esd700 components on the distribution node pca. A root cause investigation determined that conductive gel from the therapy electrodes ingressed into the therapy electrode enclosure, causing a short on the therapy electrode pca and damaging the component. No adverse event resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) had failed a pulse test.